Event description:
The md tried to deploy the coils, but they would not advance through the catheter. They were removed without any problems. The first attempt involved one coil; second attempt involved 3 coils. The procedure continued without any complications.